Manufacturer narrative:
The unit was returned for further evaluation. Upon inspection, it was determined that the reported issue was due to the previous battery becoming fully depleted within the device. Log files could not be retrieved, and no battery pack was returned with the unit; therefore, the cause of the battery depletion could not be determined.

Event description:
An international distributor reported their customer's AED's screen was blank and the asi (attention status indicator) was flashing red. A service code was also reported. The